Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Patient reported right side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued a.2 date of birth : (B)(6) 1971. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Infection (unknow onset): unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on patch side assessed as unidentified (tear) opening and missing shell assessed as inconclusive. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: no other observations. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. Device has been explanted and replaced with non-allergan device.